Event description:
Boston scientific received information that the implantable cardioverter defibrillator (ICD) with the right ventricular (rv) lead exhibited noise being oversensed. The health care professional (hcp) was unable to recreate noise with isometrics and valsalva maneuver. Boston scientific technical services (ts) discussed possible lead issue and troubleshooting options. Further, the patient was sent for x-ray however no issues were found. Also, hcp stated defibrillation threshold (dft) test was done but no note regarding automatic gain control (agc) value. Additional information indicated that the cause was undetermined and will continue to monitor the patient. Moreover, the impedance were check during isometrics and impedances were within 10 ohms. Further investigation was performed, however no additional information is available at this time. The system remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.